Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the event was likely related to the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post transfemoral valve placement, the patient was found to have a laceration to the mid-lateral left ventricle. This was fixed with multiple sutures and a bovine patch. Access was gained utilizing the standard technique and a pigtail catheter was utilized to cross the native aortic valve. After crossing, the straight-tip wire was exchanged for an amplatz straight-tip wire with a handmade exaggerated curve. A bav was performed over this wire with a 20x3 ew bav balloon under rapid pacing. Following the bav, an edwards sapien 3 thv with commander delivery system was loaded, positioned and deployed under rapid v-pacing. After the pacer was shut off, the team was unable to regain a blood pressure. CPR/als protocol began, and angiography showed staining outside the lv. Pericardiocentesis was performed, and approximately 700cc of blood was removed from the pericardium. The patient was taken to the or and placed on bypass. Upon opening the chest, a laceration to the mid-lateral lv was observed. This was repaired using multiple sutures and a bovine patch. The patient was transferred to the cticu and remains on a ventilator. The cause was attributed to wire perforation of the lv at some point between valve crossing and valve deployment.